Manufacturer narrative:
(B)(4). Intuitive has not received the stapler60 instrument associated with this complaint. Therefore no failure analysis investigation has been completed. An isi field service engineer (fse) was dispatched to the customer site to investigate the reported complaint further. The reported complaint was not confirmed based on the field evaluation. The fse had also confirmed with the first assist, that the arm # 2 was extended to the maximum range of motion and arm # 2's port placement was too low and close to the liver. The fse performed the following tests on usm2: carriage strength test, friction test on all usm2 axis, sine cycle, and test drive. The fse was unable to reproduce the issue. The fse could not test the sureform 60 stapler instrument because it was a single-use instrument. The fse did test the drape from the incident using test instruments; however, there was no trouble found. The only errors during the day on usm2 were for tool engagement issues. The fse determined that there were no related errors on usm2, and the arm was at its end of the range of motion. The fse was unable to reproduce the reported problem. The system tested and verified as ready for use. The fse was unable to reproduce the reported problem. The system tested and verified as ready for use. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted gastrectomy procedure, arm # 2 on the patient side cart (psc) allegedly "spun." As a result of the "spinning" movement, the shaft of the sureform stapler instrument installed on arm #2 collided with the shaft of the small grasping forceps instrument in another arm. As a result, the small grasping forceps instrument allegedly lacerated the bed of the liver. The surgeon was able to repair the lacerated liver. However, the root cause of the reported event is unknown at this time.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, arm # 2 on the patient side cart (psc) allegedly "spun." Due to the "spinning" movement on the arm #2, the shaft of the sureform stapler instrument installed on arm #2 collided with the shaft of the small grasping forceps instrument in another arm. As a result, the small grasping forceps instrument allegedly lacerated the bed of the liver. The surgeon was able to repair the lacerated liver. On september 25, 2010, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and the site¿s first assist who were both present during the procedure and obtained the following additional information regarding the reported event: the cta was present during the surgical procedure which was not recorded on video. Arm #1 had the small grasping forceps instrument, and arm #2 had the sureform stapler 60 instrument installed. The surgeon had fired on the stomach or the bowel (unknown at this time) and unclamped the sureform stapler instrument. While attempting to straighten the wrist of the sureform stapler instrument, the arm#2 rotated backwards and the shaft of the sureform stapler instrument collided with the shaft of the small grasping forceps instrument. As a result, the small grasping forceps instrument lacerated the bed of the liver. When the staff tried to remove the instrument, the cta believes the system generated an error stating the instrument was locked. At that time, the site undocked the robot and repaired the lacerated liver by placing a hemostatic agent. The first assist said that he manually created an error on arm #2, replaced the drape on that arm, and reset the system. Then they again docked the system and continued the procedure robotically with a stapler 45 instrument with no further issues. The cta stated that earlier on during the procedure he had mentioned to the surgeon that it is recommended to use the lateral most port for stapler instruments due to the angulation that would be required while firing with the stapler instrument. However, the surgeon decided to use arm #2 for the sureform stapler instrument. The cta also noted that the port placement for arm #2 was too low and close to the patient anatomy. After the procedure, when the surgeon and the cta had a conversation, the surgeon did mention that moving forward he will use the lateral most port for stapler instruments, and will ensure that the port placements are not really low. The first assist and the cta mentioned that arm #2 was at its extreme end of the range of motion. An isi field service engineer (fse) was dispatched to the customer site to investigate the reported complaint further.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the following additional information about the event: logs revealed error 100 and error 282 when the customer contacted technical support. During the conversation with technical support, the surgical staff decided to convert to laparoscopic surgery for a short period and then back to robotic. Isi has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The sureform60 stapler instrument was returned in damaged condition. As a result, the instrument was unable to be tested on an in-house system. A review of the system logs confirmed there were no firing errors. The instrument main tube was found bent. The bending damage is located at the midsection towards the proximal end of the main tube. This failure is most commonly caused by misuse, such as excessive loading, or improper handling during transport. System logs showed the sureform60 stapler instrument was installed on universal surgical manipulator 2 (usm2) three times and completed all three firings. A review of master supervisory controller (msc) logs showed that the wrist position of the last firing was 47.6 degrees in yaw and 32.6 degrees in pitch. A review of logs shows that shortly after the 3rd firing by the sureform60 stapler instrument, usm2 had two instances of error 282 (tool presence pins not detected), followed by error 100 (set up joint (suj) moved without being clutched). System logs indicate this instrument was installed on usm2 at the time of the msc log errors. The sequence of errors indicates a possible collision between usms caused a "partial tool off" event with the stapler. It is possible that an external collision between usms could result in unexpected motion at the distal end of the instrument. External usm collisions could be due to suboptimal port placement or usm positioned near the end of the range of motion. Regarding the sureform60 stapler instrument¿s tube bending; severity of bend indicates that the damage occurred outside the patient. Bending likely occurred after the reported issue, and is likely unrelated to the reported incident. Per the system manual: caution: unexpected motion can occur when instruments collide. Ensure there is adequate room for instruments to move inside the patient. Caution: make sure there is adequate room for the arms to move without contacting the patient during the procedure. Ensure that the patient-side assistant can see all arms during the procedure and can alert the surgeon when the arms are close to contacting the patient. Note: if, while operating, you move the masters and no instrument motion occurs, there may be a collision between instruments or instrument arms, or between an arm and the patient. Resolve the collision before proceeding with the surgery. Note: if collisions between the arms occur, it may be possible to slightly adjust the position of setup joints using the port clutch button to create more space between arms. Remove the instruments before pressing the port clutch button and use care to prevent sliding of the cannula out of the port site while you adjust the set up joint positions. Note: if collisions between the arms occur, ensure that the instruments are still fully engaged on the instrument arm. Suj: the suj allows for the positioning of the system's manipulators. Usm: the universal surgical manipulator. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted gastrectomy procedure, arm # 2 on the patient side cart (psc) allegedly "spun." As a result of the "spinning" movement, the shaft of the sureform stapler instrument installed on arm #2 collided with the shaft of the small grasping forceps instrument on another arm. As a result, the small grasping forceps instrument allegedly lacerated the bed of the liver. The surgeon was able to repair the lacerated liver.